Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported inability to grasp the leaflets and difficult to remove from anatomy resulting in unspecified tissue injury appear to be related to patient morphology/pathology (posterior flail/prolapse and thin leaflets). Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with a posterior flail. One clip was prepared and deployed without issue. A second clip was prepared, however the physician was unable to successfully capture both leaflets. The clip was removed without issue. A different clip was prepared and deployed successfully. A third clip was prepared and advanced into the anatomy. Grasping was difficult and the posterior leaflet kept slipping out. After several attempts, the clip was inverted and removed from the patient. Troubleshooting was used as the clip was caught in the chords. There was evidence of a small chordal rupture after removal. Mr was grade 4 at the end of the procedure. The patient will be referred to surgery for a possible intervention.